Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The t:slim x2 g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 415 mg/dl. Reportedly, the customer suspected the cause of bg level to be due to not taking enough insulin to cover for food and the customer uses lantus insulin in their cartridge. A correction bolus and an infusion set site change were performed to address bg level. A system check was performed and the pump performed as intended.